Manufacturer narrative:
A ge service rep performed an on site investigation. The igby board was replaced during the service call. The system was found to be working as intended and put back into service.

Event description:
It was reported that the 9800 system would not x-ray. No pt injury was reported.